Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The main circuit board of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The spare uhi-4 did not work, after replacing the main circuit board of the spare uhi-4 with the main circuit board of the subject device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred since the electronic components mounted on the main circuit board was broken due to an accidental failure.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the led of the power switch was turned on but the display of the front panel disappeared due to a failure of the circuit board. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, when the user turned on the subject device, the display of the front panel disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.